Event description:
The technician alleged the brakes were not holding on the head end of the bed. No patient impact.

Manufacturer narrative:
The technician found cracked brake caster stems on the head end of the bed. The technician replaced the brake casters at the head end of the bed to resolve the issue.